Event description:
Additional information was received from a consumer. They had lost the [healthcare provider] listings previously provided to them.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving intrathecal morphine (concentration unknown) at 0.2 mg/day via their implanted pump for non-malignant pain. The pump was alarming or beeping. The patient did not get to see her healthcare provider (hcp) in time to refill her pump and her hcp was currently on vacation until the second week of (B)(6) 2016. Her pump was empty and gave the code on her personal therapy manager (ptm). The patient was supposed to have three adjustments by now for her pain pump. Her hcp was 14 hours away and the patient needed closer physicians. The patient felt like the pump was not working (pain gradually returned). The patient¿s preexisting kidney pain had returned gradually. She was implanted for lphs (loin pain-haematuria syndrome which was her renal nerve overreacting all the time). Her family doctor was going to train on the pump and had not yet. She was also supposed to have a pump adjustment in (B)(6) 2016 but it did not happen and she had only had the pump adjusted one time since install. The patient was not quite sure on when it started alarming but knew it felt like it was not working. The patient had a ptm but the ptm was not with the patient. The patient noticed the alarming in (B)(6) 2016 (noticed change closer to sometime this month) and it felt like it was not working. Her symptoms came on gradually. It was noted the patient was dual alarming. The patient was to follow up with her hcp. Locator listings were provided.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.